Event description:
It was reported cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed as part of a concomitant procedure. A watchman fxd curve access system (was) was positioned and 20mm watchman flx pro closure device and delivery system (wds) was implanted without any complications noted. Approximately 20 minutes post procedure, while in the recovery area of the hospital, the patient was found to be experiencing cardiac tamponade. The patient was returned to the electrophysiology (ep) lab where a pericardiocentesis was performed to treat a pericardial effusion. Additional blood units were given also to the patient. The patient was transferred to the cardiovascular operating room (cvor) for surgical intervention. A perforation was repaired located inferior to the left inferior pulmonary vein (lipv). The cause of the perforation was not known. There were no further complications reported, and the patient has been discharged home.